Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was eventually able to pair after three tries. No additional intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.